Event description:
It was reported that the subject device had an image that turned yellow. The issue was identified during an unspecified therapeutic procedure; however, the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's device investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunction was identified during the device evaluation: pixel defects based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image that turned yellow. The issue was identified during an unspecified therapeutic procedure; however, the procedure was completed. There were no reports of patient harm.